Event description:
Customer reported issues with the insulin pump. Customer states that he gets an alarm at night. Customer also states that the buttons are unresponsive and the sensors are going up and down over 300 points. The blood glucose reading is 314 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The bolus wizard functioned properly. The back light functioned properly after activation by pressing the down arrow button. No back light anomaly was noted. The audio alarm functioned properly and no anomaly was noted. All buttons functioned properly. No display number ramping or keypad anomalies were noted. No cosmetic damage was noted.